Manufacturer narrative:
Per the customer, accutni qc was within the customer's established ranges prior to the event. After the event, accutni qc recovered in high range. The customer attempted to recalibrate the accutni assay, but failed calibration. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced all the aspirate probes, the peri-pump tubing and the substrate probe. The fse also verified that all substrate connections were tight. The fse performed multiple routine system checks and a high sensitivity system check and all passed within instrument specifications. The fse also ran assay qc that resulted within the customer's established ranges. Although hardware issues were addressed, a definitive root cause had not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing on the original instrument produced lower results within the normal reference range and an amended report was issued. It is unknown if patient treatment was affected in this event at this time.